Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained a blood glucose reading of 500 mg/dl, and was admitted to the hospital with a diagnosis of dehydration. The patient noted she has celiac disease, and that she may have eaten a food on (B)(6) 2012 that caused her to experience nausea and vomiting. Troubleshooting revealed the date was incorrect in the pump, and all other pump settings and basal rate settings were correct. The total basal/bolus doses given correctly matched those programmed into the pump. The patient's technique was incorrect by not setting the pump for the correct date/time. The patient's symptoms also may have been caused by her non-diabetes related medical condition. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump and was hospitalized with dehydration, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.